Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected alarm. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the pump. Customer stated that the fill cannula was recorded incorrectly at 2.50. Customer stated in his fill cannula it is set to 0.200. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software error detected alarm found in the insulin pump history due to software error.